Event description:
In june 2004, the patient reportedly presented with swelling and skin flap wound breakdown. Allergy testing with implant material was negative. The device was explainted in 2005. The patient was reimplanted contralaterally and reportedly fully healed.